Event description:
It was reported that post implant laparoscopic gastric band procedure, during the second fill, the surgeon was unable to extract any fluid after the fill. The port connector had dislodged off of the tubing and the rubber portion was floating in the abdomen. The patient was released home.

Manufacturer narrative:
Information anticipated, but unavailable at this time.